Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging core was coiled, the imaging window detached in the lap joint section, and the sheath was kinked. The imaging window was not returned for analysis.

Event description:
Reportable based on device analysis completed on 04jan2024. It was reported that a kink issue occurred. The 80% stenosed, 8 mm x 3.00 mm, target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The opticross hd was selected for ultrasound examination of the target lesion, but the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that the imaging window detached in the lap joint section.